Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and had what looked like fog on the display. Blood glucose value was 228 mg/dl at the time of the incident. Troubleshooting was performed but did not cause the display to return for the customer. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. However, failed power self test error encountered while performing self test because electronic assembly got damaged by moisture. Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Insulin pump received with cracked keypad overlay at select button and a white spot at the upper right corner of the liquid-crystal display window due to moisture damage at electronic assembly.